Manufacturer narrative:
No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device. The problem does not appear to have been device related.

Event description:
Facility is developing an artificial disc and using charite as a control in their clinical evaluation. The reporter, reported post-op x-ray showed the implant to be well positioned. Two weeks post charite implant, the subject complained of constant numbness of the toes bilaterally which was increasing in intensity. CT scan showed a well-positioned artificial disc at l5/s1 and disc bulges, l3-4 and l4-5. Pt underwent bilateral hemilaminotormies at l5/s1, removal of herniated disc, central at l5/s1 and bilateral neuroforaminotomies at l5/s1. Device remains implanted.